Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that due to medical reasons unrelated to the device, the recipient will not undergo revision surgery. The recipient continues to use the device. The recipient remains implanted. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna wires. System lock was obtained intermittently. The intermittent lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. In addition, this device had broken antenna coil wires. A CAPA was implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted.